Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, white particles device inner surface, and creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of valve and one curved striated opening. Based on the device analysis the final assessment was total delamination of valve due to adhesive failure, and one curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.